Manufacturer narrative:
Reference CAPA-20-00141

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following caution: "based on reports in the literature on tissue valves, there appears to be an increased incidence of leaflet calcification in patients under the age of 20. When feasible, repeated intravenous injections containing calcium should be avoided during the postoperative period, and excessive milk or dairy product consumption should be avoided in children. Animal research studies show that a high systemic calcium level can lead to early calcification." Structural deterioration is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Edwards received information that the 23mm bioprosthetic aortic valve was explanted after an implant duration of six (6) years due to aortic valve stenosis secondary to calcification. This case involved an (B)(6) female with a history of congenital bicuspid aortic valve and aortic stenosis s/p avr, bacterial endocarditis prophylaxis needed, asthma, carpal tunnel syndrome, cardiomegaly, anemia, murmur. She presented with worsening signs and symptoms of aortic stenosis. The decision was made to proceed with transcatheter aortic valve replacement (tavr). An attempt for tavr with a 26mm non-edwards valve via the right transfemoral route. However, post-deployment the valve migrated in the aortic direction, leaving a severe perivalvular leak. The best option was to convert the surgery to a traditional open surgery. She underwent redo sternotomy and redo avr with a 25mm 3300tfx valve and aortic annular enlargement using a hemashiled patch. Intraoperatively, the aorta was opened. A transverse aortotomy was made and the non-edwards valve was removed. The aortic valve was then inspected and noted to be heavily calcified. Post-bypass demonstrated a well-seated, well-functioning bioprosthetic valve with no evidence of perivalvular leak and acceptable transvalvular gradients. There was no difficulty weaning from cpb. She was taken to the surgical intensive care unit in stable condition. She tolerated the procedure well with no complications. She was discharged on pod# 4.